Event description:
Customer reported an unexpected negative reaction with the 2_cell screen assay on galileo. Custoemr was testing validation samples on the galileo. The samples were run on manual capture and positive reactions were observed.

Manufacturer narrative:
Customer reported that monthly maintenance was last performed on 04/29/07. They indicated that since they use the instrument so infrequently, they have not been performing monthly maintenance. The customer was informed that they should be performing monthly maintenance as described in the operator manual, in particular, monthly decontamination of tubing.